Manufacturer narrative:
Follow-up # 1: the lay user/patient¿s test strips and control solution been returned and evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. The reported issue was confirmed. Additional tests were performed to check the structural integrity of the test strip vial. The structural integrity of the test strip vial was found to be compromised during a gross leak test; the vial was observed to have an indented rim. The control solution passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging inaccurate high control solution results. The reporter claimed obtaining control solution results of "196, 151 and 186 " which fell above the specified control solution range printed on the test strip vial. This complaint is being reported because the alleged inaccuracy control issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.